Event description:
Boston scientific received information that this right atrial lead dislodged. Subsequently, this lead was replaced. No additional adverse patient effects were reported. The lead was out of service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection.the visual inspection showed cuttings in the insulation and deformations of the outer conductor coil. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas.further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications.in summary, cuttings in the insulation and deformations of the conductor coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.